Event description:
This lead was capped and replaced because during a normal device change out, the physician used a pair of forceps and stripped the wire apart. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.